Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Manufacturer narrative:
The product has been requested, and a final report will be submitted once investigation results are available.

Manufacturer narrative:
(B) (4).

Event description:
Customer reported that she received an adc meter reading of 494mg/dl and self-dosed with 4 units of insulin and approximately 45 minutes after the reading was obtained she reported malaise. No specific diabetes-related symptoms were reported. Paramedics were contacted, and it was reported that a blood glucose result of 40mg/dl was obtained however, it is unknown what meter was used to obtain this result. Customer stated she was treated with IV fluids (solution type unknown) on scene by paramedics and was not transported to a health care facility. There was no diagnosis reported. There was no report of death or permanent impairment associated with this case.

Event description:
Boston scientific crm received information that this right ventricular lead was fractured accompanied with insulation damage. Impedances increased and intermittent capture was noted. The lead was surgically abandoned and replaced.